Event description:
Patient underwent mechanical aortic valve replacement and mechanical mitral valve replacement and CABG(coronary artery bypass graft) on (B)(6) 2025. Sternal closure was achieved with arthrex fiber tape cerclage. He presented with sternal wound infection, underwent surgical irrigation and debridement on (B)(6) 2025. Surgical culture revealed corynebacterium amycolatum. This was one of the 4 corynebacterium amycolatum sternal infections we noted among patients where arthrex fiber tape cerclage was used for closure. Catalog #s: ar7289 ar 7289t, ar 7800 ar 7801. Ref report: mw5168324.